Manufacturer narrative:
The customers reported issue of device alerting of dose value exceeding the max volume to be infused was due to the customer attempting an infusion of 0.7ml when the syringe available volume was only 0.07ml. The returned pcu device logs showed no errors or malfunctions on the date of the reported complaint. The returned pcu device was not in used on (B)(6) 2020 and the returned pcu device was not in used in conjunction with any customer syringe module. The vtbi in the automated programming request is greater than the actual volume in the syringe (for example, priming the IV disposable with the syringe would decrease the available volume in the syringe), the alaris system will display the vtbi field as blank and the message in the prompt line on the alaris pc unit would state: value x exceeds max vtbi y. The clinician can either manually program a value for the vtbi or use the all button if appropriate (and if the all mode is enabled in the data set). Functional testing on the device observed no anomalies during programing. Inspection observed no anomalies with the returned device.

Event description:
It was reported that when the nurses attempted to program the dose of indomethacin 0.14ml, the device alerted that the dose value exceeded the max volume to be infused (vtbi). The same alert appeared when the staff acquired a different pump and attempted to administer that specific dose. The customer has not seen this alert with other medication doses. It was later reported to the customer by the bd senior clinical practice consultant sheree mills that selecting the incorrect syringe brand or size may be the cause of the error/alert. The event occurred in the neonatal intensive care unit. There was no adverse events.

Event description:
It was reported that when the nurses attempted to program the dose of indomethacin 0.14ml, the device alerted that the dose value exceeded the max volume to be infused (vtbi). The same alert appeared when the staff acquired a different pump and attempted to administer that specific dose. The customer has not seen this alert with other medication doses. It was later reported to the customer by the bd senior clinical practice consultant (B)(6) that selecting the incorrect syringe brand or size may be the cause of the error/alert. The event occurred in the neonatal intensive care unit. There was no adverse events.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.